Event description:
Distributor reported on behalf of the product user stating a patient received insufficient local anesthesia when the suspect medical device was used. It was necessary to provide the patient with general anesthesia. No adverse effects to patient reported.

Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.